Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: ikazuchi zero. Guide catheter: launcher sal 10. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The procedure was to treat a moderately tortuous, heavily calcified, concentric, 90% stenosed, de novo lesion in the mid right coronary artery (mrca). As a non-abbott balloon catheter had difficulty crossing the lesion, the wiggle guide wire was advanced to the lesion and crossed. After the non-abbott balloon catheter was inflated 3 or 4 times, an attempt was made to retract the balloon catheter. However, the balloon catheter met resistance with the wiggle guide wire and could not be retracted. Finally, the wiggle guide wire, including the non-abbott balloon catheter, was removed from the patient's anatomy as one unit. The procedure was continued and completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.